Manufacturer narrative:
The reference (B)(4). Has been allocated to this case by rayner. The event description provided states that the lens broke during surgery. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned; however, a photograph was provided to rayner for review which shows that the flap of the injector has detached from the injector. This is indicative of a build-up of pressure within the injector system and/or the user deliberating disassembling the injector, which is a deviation from the IFU. The iol is not shown in the image and it is therefore not possible to comment on its condtion. The rayone preloaded iol injection system risk matrix identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch (B)(6) showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch (B)(6). There is insufficient evidence and information available to establish the root cause of the event.

Event description:
On(B)(6) 2026, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens broke during surgery necessitating lens explantation and exchange.